Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed no delivery. The customer reported that she has a no delivery alarm on her pump today and she had another one this week too. Blood glucose was in the 300mg/dl to 400mg/dl range. The customer has been sick and in the hospital and does not know if that is it and she was on a medication for the last couple of weeks that would bring her sugar up. She was not on it now. Customer¿s blood glucose was 412mg/dl earlier today. Customer states the insulin exited during 0.5u prime. Customer was trying to replace her infusion set and the adhesive did not stick to her site. Customer wasted another infusion set. Customer said she already had a one pump replaced. Customer tried to insert a new infusion set and the set pulled out when she removed the serter. Customer feels as though the set was stuck in the serter. The insulin pump will not be returned for analysis.